Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated and perforated her fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), dysgeusia ("metallic taste in her mouth"), headache ("headaches") and alopecia ("hair loss"). At the time of the report, the fallopian tube perforation, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, pelvic pain and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated and perforated her fallopian tube/ perforation (fallopian tube(s)"), pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("other injury (ies) or complication please describe: coil embedded in other tissue"), device dislocation ("migration of essure device"), device breakage ("device breakage broken coil") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2008. Previously administered products included for an unreported indication: iud nos. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint pain") and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). In 2016, the patient experienced headache ("headaches"), alopecia ("hair loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and migraine ("migraines / headaches(migraines)") and was found to have weight increased ("weight gain"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and amenorrhoea ("lack of menstrual cycle"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (removal scheduled date on 2018). At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, embedded device, device dislocation, device breakage, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache, alopecia, abdominal distension, vulvovaginal mycotic infection, migraine, weight increased, amenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic inflammatory disease, pelvic pain, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Event added: abnormal bleeding. Medical history was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had migrated and perforated her fallopian tube/ perforation (fallopian tube(s)'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('other injury (ies) or complication please describe: coil embedded in other tissue'), device dislocation ('migration of essure device'), device breakage ('device breakage broken coil') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2008. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint pain") and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). In 2016, the patient experienced headache ("headaches"), alopecia ("hair loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and migraine ("migraines / headaches(migraines)") and was found to have weight increased ("weight gain"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and amenorrhoea ("lack of menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, embedded device, device dislocation, device breakage, genital haemorrhage, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache, alopecia, abdominal distension, vulvovaginal mycotic infection, migraine, weight increased and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic inflammatory disease, pelvic pain, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion, failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter and essure stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had migrated and perforated her fallopian tube/ perforation (fallopian tube(s)'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('other injury (ies) or complication please describe: coil embedded in other tissue'), device dislocation ('migration of essure device'), device breakage ('device breakage broken coil') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2008. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint pain") and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). In 2016, the patient experienced headache ("headaches"), alopecia ("hair loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection") and migraine ("migraines / headaches(migraines)") and was found to have weight increased ("weight gain"). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and amenorrhoea ("lack of menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, embedded device, device dislocation, device breakage, genital haemorrhage, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache, alopecia, abdominal distension, vulvovaginal mycotic infection, migraine, weight increased and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic inflammatory disease, pelvic pain, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion, failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated and perforated her fallopian tube/ perforation (fallopian tube(s)"), pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("other injury (ies) or complication please describe: coil embedded in other tissue"), device breakage ("device breakage broken coil") and device dislocation ("migration of essure device") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2008. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), headache ("headaches"), alopecia ("hair loss"), device breakage (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines / headaches(migraines)"), device dislocation (seriousness criterion medically significant) and amenorrhoea ("lack of menstrual cycle") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, embedded device, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache, alopecia, device breakage, abdominal distension, fungal infection, migraine, device dislocation, weight increased and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fungal infection, headache, migraine, pelvic inflammatory disease, pelvic pain, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had migrated and perforated her fallopian tube/ perforation (fallopian tube(s)"), device breakage ("device breakage broken coil"), device dislocation ("migration of essure device") and pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2008. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), headache ("headaches"), alopecia ("hair loss"), device breakage (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines / headaches(migraines)"), device dislocation (seriousness criterion medically significant), embedded device ("other injury (ies) or complication please describe: coil embedded in other tissue"), pelvic inflammatory disease (seriousness criterion medically significant) and amenorrhoea ("lack of menstrual cycle") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal infection, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, headache, alopecia, device breakage, abdominal distension, fungal infection, migraine, device dislocation, weight increased, embedded device, pelvic inflammatory disease and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fungal infection, headache, migraine, pelvic inflammatory disease, pelvic pain, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet received - reporter information updated. Patient information updated. Product information updated. Medical history added. Treatment drug added. Lab data added. New events device breakage, gastrointestinal or digestive system condition type: bloating, infection (bladder/urinary tract/vaginal) type: yeast infection, migraines / headaches(migraines), migration of essure device, weight gain, other injury (ies) or complication please describe: coil embedded in other tissue, pelvic inflammatory disease and lack of menstrual cycle were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.